Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of d5w ns with kcl 20meq was noted to have separated and leaked while attached to a patient. The pump displayed occlusion then when the clinician opened the pump chamber the tubing was noted to have separated. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the set separated and leaked was confirmed. Visual inspection observed that the separation was at the engagement between the upper fitment and silicone segment components. The expected retainer ring at the upper fitment component area was received in which no obvious damages or issues were observed; further visual inspection under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned. Functional testing was not performed due to the separation. The cause of the leak was the observed set separation. The root cause of the observed separation was not identified.

Event description:
The customer reported that an infusion of d5w ns with kcl 20meq was noted to have separated and leaked while attached to a patient. The pump displayed occlusion then when the clinician opened the pump chamber the tubing was noted to have separated. There was no patient harm.